Manufacturer narrative:
H2 correction: aware date: 10/2/25. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: foreign country - japan h3, h6: the clamp was returned for evaluation. Analysis found physical damage. The reported problem was confirmed. The retaining pin was missing from the returned clamp. The adjustment screw was not attached to the clamp face. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a tracker disconnection failure, and the light emitting diode (led) ran out for two active frame instruments. Also, the screw thread was crushed for the spine clamp. There was no patient involvement. The suspected cause of the instrument disconnection failure, the led running out, and the crushed screw thread were unknown.